Event description:
It was reported that the customer had blood glucose levels over 500 mg/dl. The customer also stated that they received lost sensor alarms. Troubleshooting occurred. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.